Manufacturer narrative:
The insulin pump passed the displacement test. However, no prime anomaly could be verified due to a cracked end cap. The insulin pump was also received with some cosmetic damage.

Event description:
Customer reported she was attempting to do a set change and the insulin pump kept locking. Customer stated the insulin was going through but was unable to finalize the new set up. The device kept alarming it was low. Customer noticed during prime the device would not display the numbers. Customer's blood glucose was unknown, current 110 mg/dl. Customer was unable to exit preparing to prime loop. Customer stated the device did not receive second series of beeps nor the number appeared on the screen after holding down the act button. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.